Manufacturer narrative:
The hill-rom technician replaced the casters to resolved the issue.

Event description:
Information received indicated when the brakes were activated the casters would still swivel.